Event description:
It was reported that during a pci treatment procedure, the maverick2 monorail 20x2.5 mm balloon ruptured at six atms on the first inflation. The pt presented to the emergency room, was diagnosed with an acute myocardial infarction, and was taken to the cath lab for this procedure. The lesion being treated was in the left anterior descending coronary artery. It is noted that resistance was met during insertion of the device. The maverick2 monorail balloon was removed and replaced with another balloon of the same type to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as `good'.